Event description:
Ref: imp # (B)(4).

Manufacturer narrative:
As allowed by exemption # (B)(4) (the importer) is submitting the report on behalf of (B)(4) (the MFR). Although we have not established that the device caused or contributed to the event, we are reporting it to be complaint with 21 cfr part 803 and out of an abundance of caution. Conclusions - the user stated that they did not shake the bottle prior to dispensing. The directions for use states, "shake bottle briefly before opening." The ingredients may not have been properly dispersed within the dispensed solution if this step is omitted. Omission of this step could lead to bond failure.